Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.